Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern -able to establish contact with customer who indicated that is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 131 and 115mg/dl using the meter. The test strip lot manufacturer's expiration date is 7/31/2020 and open vial date is one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that she doesn't want to answer any further questions, she just wants her meter and her strips replaced.